Manufacturer narrative:
Toe wai wai naing, xiaofang chen, yan wang , and ye cheng "aortic perforation following percutaneous coronary intervention in a patient with permanent pacemaker: a case report" european heart journal - case reports (2025) 9, ytaf298 doi: b3: date of publication no unique device identifier (lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A case study was submitted for review titled "aortic perforation following percutaneous coronary intervention in a patient with permanent pacemaker: a case report". A patient presented with a 3-week history of intermittent, mild chest discomfort. These episodes were brief, lasting only a few minutes, and alleviated with rest. Physical examination was unremarkable, and the patients body mass index was within normal limits. Laboratory studies, including cardiac enzymes and routine chemistries, were all within normal limits, except for dyslipidaemia. An electrocardiogram (ECG) demonstrated sinus rhythm with right bundle branch block. Echocardiography revealed septal dyskinesia, a normal ejection fraction of 66%, normal cardiac chamber dimensions, mild aortic regurgitation, and mild aortic root dilation measuring 44 mm. Given the patients high cardiovascular risk profile, the patient was diagnosed with chronic coronary syndrome and underwent an invasive coronary angiogram. The procedure was performed using a non medtronic j-tip guidewire and a non-medtronic 5 french tig catheter for diagnostic angiography. Angiographic findings revealed up to 90% stenosis in the proximal to mid-segment of the left anterior descending artery (lad), while both the circumflex artery and right coronary artery appeared normal. Due to the significant lad stenosis, no physiological assessment was conducted for the lesion. For percutaneous coronary intervention (pci), a 6 french launcher ebu 3.5 (extra backup) guide catheter was utilized. Two non medtronic floppy guidewires were placed in the lad and diagonal branch for lesion access and protection. Following lesion preparation, the proximal to mid-lad was treated with a non medtronic 3.5 × 32 mm drug-eluting stent. Post-dilation and optimization were performed using two non-compliance balloons; a 3.5 × 15 mm nc sprinter and 4.0 × 8 mm non-medtronic balloon. The final thrombolysis in myocardial infarction flow was grade 3, with no residual stenosis. Two days after pci, the patient developed dizziness and profuse sweating. The patients vital signswere notable for hypotension (67/45 mmhg), tachycardia (heart rate: 123/min), tachypnea (respiratory rate: 22/min), and an oxygen saturation of 90%. Bedside echocardiography revealed a large pericardial effusion with diastolic collapse of the right ventricular free wall. An emergency subcostal pericardiocentesis with autologous blood transfusion was performed, yielding a significant volume of bright red blood that rapidly re-accumulated. The catheterization lab was activated for a repeat angiogram to evaluate for pci-related coronary perforation; however, no perforation was identified. Upon reviewing the pacemaker implantation procedure performed 6 weeks earlier, a right subclavian vein puncture approach was utilized due to occlusion of the left brachiocephalic vein to the superior vena cava. A his bundle electrogram was not recorded. A medtronic selectsecure 3830 model lead was placed using the double-wire technique, targeting the left bundle branch region. Due to the steep axial angle of the right subclavian vein relative to the superior vena cava, positioning a medtronic selectsecure 3830 atrial lead within the right atrial appendage (raa) proved challenging. After multiple attempts, successful fixation was achieved using the screw-in method. The lead was connected to a MRI-compatible medtronic dddr pulse generator (a3dr01). While no post-procedure chest x-ray was performed, fluoroscopic recording was available for review. Suspecting lead perforation, an emergency open thoracotomy was performed. Pre-operative evaluation of pacing parameters remained unchanged. Intra-operative findings revealed high pericardial cavity pressure with a large volume of fresh blood and clots. A 2-mm rupture was identified on the anterolat eral wall of the ascending aorta, just above the sinus of valsalva, with active bleeding during each cardiac contraction. This rupture was repaired using double-armed 4¿0 polypropylene sutures with pledgets. Additionally, the pacing lead tip was noted to be exposed at the raa. To reinforce the site, a 5¿0 cardiovascular polypropylene cushion suture was applied. Repositioning of the pacing lead was not required. A CT scan conducted during the patient¿s second admission, 2 days before the pci, demonstrated an intact pericardium. The right atrial pacing lead was positioned in the raa, though it was in close proximity to and oriented towards the ascending aorta. An ebu passive-support guide catheter was used, which enhances backup support due to its stiff shaft and elongated secondary curve that rests against the contralateral aortic wall. It was stated that this strong backup support likely exerted significant pressure on both the aortic wall and the adjacent right atrium, potentially injuring the myocardium and increasing the risk of pacing lead perforation into the aorta. Contact between the guiding catheter and aortic wall near the pacemaker lead was likely to occur during engagement of the left main ostium or during insertion of the long non-medtronic 3.5 mm × 32 mm stent. However, this contact did not persist throughout the entire pci procedure. During the hospital stay, the patient developed a chest infection, which was managed with broad-spectrum antibiotics. The patient¿s pacing parameters remained stable throughout the hospital course. The patient made a full recovery and was discharged 20 days after the perforation.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.